Event description:
The customer reported that the ventilator is experiencing a 20-10 second countdown and then takes the user to the main screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported that they replaced the power switch overlay as advised, however, the issue still persists. The customer was advised that the unit is out of support and under no circumstance should the unit be returned to service with any issue that is not resolved. The customer reported that the ventilator is currently on standby.